Event description:
It was reported that during the reprocessing of a fenestrated bipolar forceps instrument, a broken wire was found at the wrist. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch down cable frayed at the distal clevis hub. Frayed strands stick out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; a frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.